Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that while taking the device out of the package, it was noticed that the xpert stent was protruding from the outer sheath. The device was not used. Reportedly, there was no patient involvement. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: the device was returned complete for investigation. The tuohy borst valve was closed. The stent was partially deployed by 0.5 strut rows. There was blood present in the stent area indicating the device may have been introduced into the anatomy, contrary to the reported event. The device had no kinks. No manufacturing issue was detected. A root cause for the premature deployment could not be determined based on the investigation but may be related to possible device use. A review of the finished device history record for this lot did not reveal any non-conformity which could have contributed to this complaint.